Event description:
It was reported that a malfunction occurred on the customer's pump, leading to the customer's blood glucose level exceeding 600 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections without requiring assistance from a third party. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that there was no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurred.